Manufacturer narrative:
Event summary: the patient data files showed at least six injections were performed with catheter 2af284 / 12130-81 on the date of the event without any system notice. Failure file did not show any system notice triggered on the date of the event. Upon visual inspection of catheter 2af284 / 12130-81, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for six injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. The od of the balloon proximal bonding was within specification 3.94mm. Insertion and retraction tests were performed with no issues. Dissection / pressure testing did not show any leaks or traces of liquid/blood inside the catheter. In conclusion, the catheter passed the returned product inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inflated outside of the patient¿s body and air was aspirated. When the balloon catheter was inserted into the sheath, air was introduced and ¿more resistance than usual¿ was observed. It was noted that neither the balloon catheter nor the sheath were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.